Event description:
This lead was displaying a shock impedance of greater than 100 ohms when the physician did a device change out. There was noise on the pace portion of the lead so the physician was going to cap the pace/sense portion and implant a setrox s 60. However, after putting in the setrox lead, the shock impedance was still greater than 100 ohms. The physician decided to keep the chronic lead implanted but turn off everything and schedule a lead revision for the future. This lead remains implanted. Should additional information be received, this file will be updated.